Manufacturer narrative:
E1 - initial reporter phone is (B)(6). No product samples, pictures, or videos were received for investigation. The complaint of incomplete insertion could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a t-u-r y-set, nonvented, 96 inch. The reporter stated that the tip to be inserted into the irrigation lumen of the 3-way probe has a raised stop line which means that the tip cannot be inserted deep enough into the lumen of the irrigation lumen, which resulted in irrigation solution flowing at the junction and and even disconnection of the tubing. The defective product does not allow for high-flow continuous bladder irrigation with solution flowing out of the circuit and disconnection (and thus does not prevent blockage of the probe) and increases the risk of infection because it is not tight and disconnection with contamination. The involvement for the beneficiary and staff is risk of blockage of the probe (pain, discomfort), risk of infection by contamination at disconnection. The problem was solved by using the extension tubing of one of the new thigh drain bag to fit the tubing as we had no other available y tubing model than this. The complaint/event occurred during or after use a few times. The affected quantity is one. There was no patient injury or adverse event.